Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a modular cable and controller exchange on (B)(6) 2022 due external damage by the patient that compromised the internal wires. The patient then began having low flows down to .8 liters per minute (lpm) on (B)(6) 2022. As of (B)(6) 2022, flows had decreased to 0.0 lpm. Flows were stable leading up to the initial event. It was noted that ldh was not elevated and there were no signs or symptoms of hemolysis. Log file review confirmed calculated flow dropping to 0 lpm during which motor power was also trending downward. The pump was seeing a reduction in blood volume and it was recommended to obtain a computed tomography (CT) scan of the inflow cannula and outflow graft. A controller clock corrupt message was also observed in the submitted log file. Additional information was received that a computed tomography angiograph (cta) scan was done and the patient was taken to the operating room (or) on (B)(6) 2022 for a heartmate 3 to heartmate 3 pump exchange. Related manufacturer's report regarding pump exchange: 2916596-2022-13313. Related manufacturer's report regarding controller exchange: 2916596-2022-13318.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s modular cable could not be confirmed as no product was returned for evaluation and no photographs were provided by the account. The cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on left ventricular assist system (lvas) support and no further events have been reported at this time. The relevant sections of the device history records for modular cable lot number 6551344, was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped with the implant kit for (B)(6) on (B)(6) 2018. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 of the IFU "alarms and troubleshooting", and section 7 of the IFU "alarms and troubleshooting", contain sub-sections entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.